Manufacturer narrative:
This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned task-force.

Event description:
The patient reported, the infusion cannula is not staying in her body, and this has resulted in hyperglycemia. She can feel the cannula enter her body when she uses the insertion device. The adhesive of the infusion set is held down when the insertion needle is removed. There is no scar tissue, hair, or bruising at the infusion sites, and patient is not very active. Blood glucose has been affected several times since starting this new type of infusion set. She has checked her site each time, and the cannula has been outside of her body. The cannula has not been crimped or bent. Patient was advised by physician to deliver insulin injections to correct hyperglycemia. Target blood glucose and level of hyperglycemia were not provided. Infusion sets were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.